Manufacturer narrative:
Batch review performed on 25-may-2022: lot 2106576: (B)(4) items manufactured and released on 12-jul-2021. Expiration date: 2026-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
At about 2 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.